Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 2 events were reported for this quarter. Product return status 2 devices were evaluated based on historical data analysis. Evaluation findings (results/components) 2 devices: fracture problem / tip product disposition 2 devices: product not received additional information 2 devices were labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 2 events for the failure: fracture. - 2 events had no health consequences or impact.